Event description:
It was reported that a vns was taken to the ER due to erratic stimulation and also "freezing" diaphragm with stimulation. The information was provided by a physician in the ER, who indicated the patient had not had his device checked in a long time. Patient recently switched insurance and needed a list of doctors who treat vns patient's for epilepsy and take county insurance. Follow-up was made with the patient's last treating neurologist who indicated the last time the patient was seen was in (B)(6) 2009 and had not heard anything from patient. Review of the patient's diagnostic history was indicative that the last known diagnostics were from 2003. At the moment, it is unknown if the patient is being followed up by another physician as good faith attempts to obtain additional information have been unsuccessful to date.